Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence with hypermobile urethra, enterocele and popq iii posterior defect on (B)(6) 2008 and mesh was implanted with concurrent cystoscopy and urethroscopy. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh excision/debridement procedure on (B)(6) 2012 due to vaginal mesh erosion, pelvic pain, dyspareunia secondary to tightening/scarring of left posterior mesh arm at the sacrospinous ligament and exposed vaginal mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.